Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed in the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve met the requirements for reflux, pressure-flow, and preimplantation testing. However, it did not meet the requirements for leak testing due to multiple tears noted in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. The instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. Approximately 37 cm of the ventricular catheter was returned. Approximately 41.5 cm of the peritoneal catheter was returned. Both ca theters were patent and met the requirements for leak testing. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the implanted device was found to be occluded. According to the report the device was explanted and replaced with a ventricular-peritoneal shunt on (B)(6) 2016 . Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.